Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-30 -user applied blood to strip before inserting strip into meter. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error message occurred when the blood sample was absorbed. Customer was using correct testing technique. At the time of the call, the customer was not feeling well and reported symptoms of dry mouth and feeling weak. Medical attention was not needed at the time of the call. The test strip lot manufacturer's expiration date is 10/31/2019. Customer just bought the products and got home from the pharmacy and is not storing them anywhere yet. Customer denies leaving strips out of the vial too long. Customer denied ever seeing or leaving the vial cap open. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 53 mg/dl using truemetrix go meter. Customer was not concerned with the result and was satisfied with product.